Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo and 43 and 284 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer as the customer did not have any strips. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: the 191mg/dl (B)(6) 2016 07:28 am fasting:yes, the 31mg/dl (B)(6) 2016 06:27 am fasting:yes, the 93mg/dl (B)(6) 2016 09:58 pm fasting:yes, the 263mg/dl (B)(6) 2016 05:59 pm fasting:yes, the 137mg/dl (B)(6) 2016 08:16 am fasting:yes. Memory concerns:all results are fasting - - the first three results at the top are subjective to the customers records - the customer did not have strips for a back to back reading. The customer called and stated that his meter was reading erratic / lower / higher than his normal range of 90-150 mg/dl. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time. Additional numbers concern: 499 (B)(6) 2016, 38 (B)(6) 2016.